Event description:
The physician advanced a bifurcated device and successfully deployed the main body and ipsilateral limb. The physician attempted to remove the contralateral limb cover and deploy the contralateral limb of the bifurcated device but was unable to. The physician attempted to change the contralateral sheath but the surepass contralateral limb wire was fraying and prevented the advancement of the sheath over the surepass wire. The patient's blood pressure began to drop. The physician elected to cut down on the contralateral side to survey for damage to the femoral artery; no injury to femoral artery was noted; however, the patient's continued to be unstable. The physician elected to make a mid-line abdominal incision to further survey for aortic rupture or injury; again no injury was noted. The patient was given several units of blood, which stabilized the patient's blood pressure. A long sheath was modified to accommodate the damaged surepass wire and was advanced to limb cover. The physician was then able to remove the contralateral limb cover. Angiographic image revealed no vessel damage and the procedure was continued with the placement of an aortic extension. The surepass contralateral limb wire is being returned for evaluation.

Manufacturer narrative:
Drop in blood pressure with no vessel damage is not specifically addressed in the instructions for use. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.